Manufacturer narrative:
The insulin pump functioned properly however; the insulin pump was received with severely scratched lcd window, cracked case on the display window corners, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads and scratched round casing. The insulin pump was missing address serial number label and the end cap sticker. However, the insulin passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No blank display noted during our testing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 365 mg/dl. The customer was admitted to the hospital. The customer was vomiting and shaking. The customer insulin pump was shut off. The cause of emergency room visit as per health care provider was diabetic ketoacidosis. The customer was treated with insulin IV and fluids. The customer was wearing the pump at the time of emergency room visit. The customer's mother reported via phone call that pump has scratches on the screen and has been turning off (blank display). The customer pump label on back is missing. Customer's mother declines to troubleshoot the blank display or the scratches. The customer was advised that the pump will be replaced.